Manufacturer narrative:
Catalog# 905103; lot# 07101507. Method: visual inspection; device history review; complaint history review; risk assessment results: the returned was confirmed to have a cut upon visual inspection. No relevant manufacturing issues were identified as all released units met stryker specifications. Conclusion: the plausible root cause of the reported event is applying extensive force by the user during assembly or use.

Event description:
It was reported that; the appropriate size cage was determined and loaded on to the inserter. All o-rings were inspected and found to be in good condition along with a solid connection at the tubing set/cage interface. The cage was positioned and articulated in the disc space where dr. Was happy. The body syringe was then attached and t-handle advanced but no pressure/lifting occurred. We then kept the inserter/cage at same position, took off the syringe body and tried a different syringe body in hope of determining if there was a malfunction with it. Again there was no pressure/lifting of the tl cage. We then pulled the inserter and cage out of the patient safely and thought to do a trial run again outside the patient so we could see where the leak was occurring. This showed the water leaking at the distal tip of metal tubing set and the cage interface. We then opened another cage and tubing set as we couldn't completely confirm where leak was coming from. Upon reassembly of new tubing and cage we reinserted cage , articulated and tried to expand but once again it didn't work and seemed to be leaking at same inserter/cage interface. We then tried one more time to assemble a third tubing set with the same 2nd cage making particular attention to the inserter/cage interface when locking cage to inserter and hearing the two clicks. We did a test run before we inserted it back in the patient and the pressure held and lifted the cage. We then inserted the cage back into patient, articulated and attached syringe body and advanced the t-handle which held the pressure thus expanding the cage to the desired height and confirmed with a/p and lateral x-ray. The inserter was disconnected and we continued on with the case. These issues delayed the case by approximately 45 minutes. The patient was not harmed in any way and the end result/images looked great.

Event description:
It was reported that; the appropriate size cage was determined and loaded on to the inserter. All o-rings were inspected and found to be in good condition along with a solid connection at the tubing set/cage interface. The cage was positioned and articulated in the disc space where dr. Was happy. The body syringe was then attached and t-handle advanced but no pressure/lifting occurred. We then kept the inserter/cage at same position, took off the syringe body and tried a different syringe body in hope of determining if there was a malfunction with it. Again there was no pressure/lifting of the tl cage. We then pulled the inserter and cage out of the patient safely and thought to do a trial run again outside the patient so we could see where the leak was occurring. This showed the water leaking at the distal tip of metal tubing set and the cage interface. We then opened another cage and tubing set as we couldn't completely confirm where leak was coming from. Upon reassembly of new tubing and cage we reinserted cage , articulated and tried to expand but once again it didn't work and seemed to be leaking at same inserter/cage interface. We then tried one more time to assemble a third tubing set with the same 2nd cage making particular attention to the inserter/cage interface when locking cage to inserter and hearing the two clicks. We did a test run before we inserted it back in the patient and the pressure held and lifted the cage. We then inserted the cage back into patient, articulated and attached syringe body and advanced the t-handle which held the pressure thus expanding the cage to the desired height and confirmed with a/p and lateral x-ray. The inserter was disconnected and we continued on with the case. These issues delayed the case by approximately 45 minutes. The patient was not harmed in any way and the end result/images looked great.